Event description:
Event detail: it was reported that the implant luxated due to over mobilization. The implant was revised on 3(B) (6) 2010. Preceding or contributing events: pt is highly active.

Manufacturer narrative:
The implant, 06-141-02061 cervical interbody fusion device, is not sold in the united states. This investigation is still in process.